Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; the event was confirmed. Evaluation found the device had the paint chipping. The device was also found to have a lack of lubrication and debris internally. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device had overheated during manufacturing field service testing and was found to have paint chipping when received by stryker. There was no patient involvement; no patient impact.